Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using master lot strips and retention controls. Testing results (qc range = 2.9 - 4.5 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field e3 occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory reagent was asked for but not known. At approximately 9:00 am the result from the meter with a fingerstick was 4.1 inr. The result from the laboratory within 7 hours was 5.5 inr. The customer's therapeutic range was 2.5 - 3.5 inr. The customer's condition was "stable".